Event description:
In 2011 the pt had a blood clot over the magnet. The blood clot was removed. Since the removal of the blood clot, the pt experienced retention issues between the device and the external equipment.